Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue in drawer, but tower door was clicking. A field service engineer cleaned the tower door latches to resolve and also mentioned that the drawer failures were already addressed and resolved previously and no issues found later. The system functioned as intended after the field service engineer investigated and repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer keeps failed. Pharmacy attempted a recovery, which was successful, but it failed again during the next transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.